Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a rapid blood glucose decrease from 110 mg/dl to 66 mg/dl shortly after waking, while using ilet with a g7 sensor, and that the ilet later displayed a sensor error with no sensor reading; device data indicated prior hyperglycemia with automated correction dosing, no large recent insulin delivery, and suspected intermittent bluetooth issues, and the user subsequently replaced the g7 with no further issues. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included remote review of device data and user education on verification with a glucometer and sensor replacement. Investigation of this case revealed a cause of hypoglycemia that remained unclear and intermittent sensor communication issues that resolved after sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Correction: health effect, impact code f29: death not related to reported adverse event was entered and submitted in error. This device related event did not result in user death. The updated health effect, impact code(s) are included in this follow-up submission. Updated h1 from malfunction to serious injury. Added health effect, clinical code e1205 (hyperglycemia).